Event description:
Patient presented to the physician with flipping of the ipg within the pocket when lying on their side, resulting in pain. Physician brought the patient into the or, repositioned the ipg, re-sutured, and closed.